Event description:
Mavi c arm holding protective radiology shield broke from suspended ceiling apparatus fell as an employee was adjusting its position prior to the initiation of a cardiac cath procedure, hitting the employee on head, shoulder and shin as it dropped to floor.